Manufacturer narrative:
An inspection of the involved cryoprobe revealed that the tip had broken-off the distal end. Specifically, the capillary tube was torn off at the second weld (tube in tip holder). In addition, the return hose was torn off at the same point. There was no evidence of previous damage at the respective cracked edges. The cryoprobe showed clear signs of use and wear (note: a material or manufacturing defect was excluded.). Based upon the provided information and the examination of the device, it appears that the tip broke-off due to mechanical overload. It is possible that the cryoprobe was bent during a previous placement in the target tissue and was subjected to excessive tensile stress when the biopsy was subsequently removed. Mechanical overloading cannot be completely avoided with this very small and delicate instrument. The cryoprobe's notes on use explicitly state that excessive force must never be applied when inserting and removing the product, otherwise the product may be damaged. In addition, high forces must never be exerted on the product when placing or removing the device (note: such forces may damage anatomical structures and/or the product.). Lastly, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. In summary, a conclusive determination could not be made as to the exact cause of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that during a bronchial echo endoscopy to perform a ganglion lung hilus biopsy (i.e., a cryobiopsy of a lymph node), the distal tip of the cryoprobe broke-off. More specifically, during the fourth extraction (consisting of an en bloc extraction of the biopsy with the probe), the tip broke-off and became stuck in the hilar ganglion. The broken part was completely removed from the patient with biopsy forceps. No further information was provided regarding the patient.